Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that system was not able to complete procedure. Loading bar stopped at 99 percent even thought the actual procedure was complete. No patient harm was reported. Upon follow up, issue occurred at the end of femtosecond lasik treatment. Error message was resettable.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced the application interface and successfully completed system verification to specification. The root cause could not be identified conclusively. Failure analysis shows the issue cannot be reproduced. Functional inspection of the application interface works without issue. The manufacturer internal reference number is: (B)(4).